Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
End user reports "the notch on the funnel end that does not match up with the coude tip as it should." He said it varies but sometimes it can be misaligned "halfway to the other side" on the catheter. He said this really doesn't bother him as he notices it before he caths and works with it being mindful of coude tip placement. No harm reported."